Event description:
It was reported that the patient was admitted for a driveline infection on (B)(6) 2023. Clinical symptoms included bleeding and purulent drainage at the driveline exit site. Exit site cultures were positive for rare growth finegoldia and stenotrophomonas. Blood cultures were negative. The infection was treated by debridement in the operating room and intravenous antibiotics while inpatient. The patient also presented with electrical tape on the driveline with small fractures in the outer layer and no obvious defects. There were no associated alarms. Log files were submitted for review, capturing some periods of pulsatility index (pi) events but nothing unusual was noted in the log. It appeared that the ventricular assist device (vad) and peripheral equipment were functioning as intended. It was suggested that any nicks/cuts/tears in the driveline be covered with rescue tape. The electrical tape was removed and rescue tape was applied while the patient was hospitalized. The patient was discharged on (B)(6) 2023 with oral antibiotics. It was noted that the infection was not yet resolved and continued antibiotics and wound care would be given to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of bleeding could not be conclusively established. Furthermore, the report of damage to the outer jacket of patient's driveline cannot be confirmed as no photographs were submitted for evaluation. The submitted log files contained events from 29sep2023 through 02oct2023. No notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate ii lvas instructions for use (IFU) lists driveline infection and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook contain several sections with information about how to prevent and control infection. Additionally, the IFU outlines the recommended anticoagulation therapy and international normalized ratio (inr) range as well as how to respond in the event that there is a risk of bleeding. Furthermore, the IFU and patient handbook discuss wear and tear to the driveline, contain information on caring for the driveline, and provide possible indications of driveline damage as well as how to respond to such events. The relevant sections of the device history records for (B)(6), original driveline, serial number (B)(6), as well as the external driveline replacement, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists driveline infection as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range as well as how to respond in the event that there is a risk of bleeding. Section 6 also discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also available. This handbook contains several sections with information about how to prevent and control infection. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.